Event description:
It was reported that high lead impedance was read at a follow-up appointment when previous diagnostics were all approximately 1500 ohms. The last known good diagnostics were from (B) (6) 2009 and were within normal limits. X-rays were taken and evaluated by the manufacturer. Review of x-rays indicated the generator placement appeared normal in the left chest area. The lead connector pins appeared to be fully inserted into the generator connector blocks. The filter feedthroughs appeared intact, and the lead body appeared intact at the connector pins. The lead body was able to be visualized and no obvious discontinuities or acute angles were noted. However, there was a portion of the lead behind the generator that could not be assessed. Further information from a company representative revealed there was no patient manipulation or trauma that could have contributed to the high lead impedance. At the moment replacement surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.